Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.

Event description:
During a tlif procedure at l4-l5 and l5-s1, the surgeon was drilling into bone. The drill bit was approx 20-25 mm into the bone when the drill bit broke. The surgeon was able to retrieve all broken parts and used an identical instrument to complete the drilling. It was also reported that while the surgeon was inserting the rod, the center type tissue retractor came off the left l4 screw. Procedure was completed with no further incident and no reported harm to the pt. This report is #2 of 2 for the same event.